Event description:
It was observed that during the device evaluation, the videoscope exhibited protruding metal from the damaged bending section cover due to detachment of the bending tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.